Event description:
According to the complainant, the patient experienced bladder spasms and urinary incontinence in 2007, after the prolieve procedure for the treatment of benign prostatic hyperplasia (bph). Treatment was required but details have not yet been provided. The event was termed "moderate", it's resolution date in not yet documented. Action taken - unk. Follow up received indicated the event's resolution date has not yet been provided.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Summary:this complaint is over 30 days old, as this patient is part of a medical study. If any additional information pertaining to this problem is obtained, the complaint will be reopened. Per the event information, the patient's condition was moderate and the resolution is pending. The information provided is not sufficient to determine a root cause or a probable root cause and no product was returned. Device discarded